Manufacturer narrative:
The lot was manufactured from may 20, 2022 - may 21, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume folfusor. This issue was further described as, ¿pump did not infuse¿. The device was filled with fluorouracil in sodium chloride 0.9%. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.